Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a lap cholecystectomy. It was reported that the device misfired; the jaws were stuck closed. It was not stuck on tissue. A second device was opened, and the procedure was completed without consequence to the patient.